Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported leak could not be confirmed. Further information regarding the patient details and physician name were requested but not received.

Event description:
The device was replaced to continue and the procedure was completed with no patient consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the valve on the introducer was leaking. There were no adverse patient consequences.